Event description:
It was reported that the pta balloon dilation catheter detached during retraction after dilatation of a tract in gastrostomy tube. The catheter and gastrostomy tube were removed in their entirety and another gastrostomy tube was successfully placed. The patient had no issues or pain, and the exchange was completed without incident.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this lot number, for this failure mode. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available info. It is unknown if patient and/or procedural issues contributed to the reported event. It should be noted that the device was used in an off-label application.